Event description:
Deflation and migration. The patient contacted us on 12/19/25 reporting blue-colored urine. She was advised to go to hic since dr. (B)(6) was on vacation. The following day, she was seen by dr. (B)(6), who removed the gastric balloon via endoscopy; it was completely empty and had migrated to the proximal jejunum.